Event description:
It was reported that a selenia dimensions system was being serviced by a third party, and is now being serviced by hologic , during the initial inspection of the system by hologic it was found that shavings around the lead screw were observed and a significant drop on the vta to the extent where the bolt holding the lead screw was on the pmc drawer. No patient injury reported. The unit was removed from being used and awaiting for repairs. No other information is available.